Event description:
It was reported that this inflatable penile prosthesis was improperly sized and the rear tips were not positioned correctly. This caused discomfort for the patient. The device was explanted and replaced. No further patient complications were reported.